Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light guide bundle of the rigid video scope was damaged. The customer noted that the issue had occurred over a long time and they had dealt with it. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6, and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide glass worn-out and dented and universal cable is broken. Based on the results of the investigation, it is likely a damaged cable caused by excessive force resulted in the failure of the light guide bundle. The broken universal cord was most likely due to contact with a sharp edged or pointed object. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.